Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. There was no reported impact to customer's blood glucose level. The customer reloaded the cartridge and received another inaccurate fill estimate. Reportedly, the cartridge was not changed as the customer was almost out of supplies.